Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during the procedure when the physician tries to connect the manta device to the manta sheath there is a very high resistance in hemostatic valve of the sheath and impossibility to connect the manta device to the manta sheath because of which, during the attempts the manta device kinked. The specialist used second manta device to finish procedure. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " during the procedure when the physician tries to connect the manta device to the manta sheath there is a very high resistance in hemostatic valve of the sheath and impossibility to connect the manta device to the manta sheath because of which, during the attempts the manta device kinked. The specialist used second manta device to finish procedure. The patient was reported as fine post the procedure."